Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address polyethylene wear approximately nineteen (19) years post-operatively. Attempts have been made; however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona femoral component catalog #: ni lot #: ni, unknown persona tibial tray catalog #: ni lot #: ni the complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a condyle of the articular surface shows wear. As the implant was not returned further evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by review of provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.